Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that it was functionally okay with insignificant an omalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4). Implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer. Product ID: 97791 lot#: unknown, product type: accessory. Product ID: 97791, lot#: unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was inadequate therapy and paresthesia not felt in the correct place. The rep reported that the coverage wasn¿t adequate after reprogramming. The patient wasn¿t getting the relief that was needed. The rep reported that the patient was put on the schedule to have the ins explanted and a pain pump implanted the same day. The rep noted that the hcp cut the leads to remove stim and one of the anchors, they tried cutting off tissue from the anchor, so the anchor was cut a bit which happened after explant. No further complications were reported.